Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.2mm vticmo13.2 implantable collamer lens in the patient's eye, the lens tore. Lens was not implanted.

Manufacturer narrative:
The lens was implanted in the patient's left eye (os). (B)(4).